Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the remote home monitoring system issued an alert with a code for the subcutaneous implantable cardioverter defibrillator (s-ICD) indicating possible premature battery depletion. The estimated battery remaining was at 10 percent. The field representative discussed with the code the physician. At this time the s-ICD remains in service and no adverse effects were reported. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse effects were reported.

Event description:
It was reported that the remote home monitoring system issued an alert with a code for the subcutaneous implantable cardioverter defibrillator (s-ICD) indicating possible premature battery depletion. The estimated battery remaining was at 10 percent. The field representative discussed with the code the physician. At this time the s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.